Event description:
It was reported that during the implant procedure, the physician could not advance the lead into the left side of the neurostimulator. A new neurostimulator was then used in its place. Add'l info was requested.

Manufacturer narrative:
(B)(4). Analysis of the neurostimulator (lot # njk715964h) showed a reliability non-conformance. The device connector port had a lead insertion anomaly. A known good lead gets stuck when it reaches the #3 balseal connector. It appears on x-ray that the balseal spring is deformed. There was no difficulty inserting the lead into the #8-15 connector port. No visual anomalies were observed except for the deformed #3 balseal spring observed on x-ray. No electrical testing was done on the ins since the complaint was not related to the electrical function, and also to not damage the anomaly with the balseal spring. Analysis of the torque wrench (lot #unk) showed no anomalies. The torque of the wrench measured within specification at 5.2 oz-in. (Spec: 5.0 +/- 0.5 oz-in.)